Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the indigo system aspiration catheter 8 (cat8) was kinked in two places upon removal from the packaging. The damage to the cat8 was found prior to use. Therefore the cat8 was not used in the procedure. The procedure was completed using a new cat8.

Manufacturer narrative:
The returned cat8 was kinked approximately 73.0 and 78.5cm from the hub. Further evaluation revealed that the cat8 was ovalized at approximately 108.0 cm from the hub and had multiple bends along its length. Evaluation of the returned cat8 revealed kinks along its length. If the catheter was removed from its packaging tube at extreme angles, kinks may occur. Further evaluation revealed an ovalization on the cat8. If the device is forcefully handled during removal from the packaging tube, damage such as this may occur. Based on the return condition, multiple bends along the device were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.